Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that, following the cataract surgery with intraocular lens (iol) implant procedure view in the distance is totally blurred. Nothing has changed for a week. Additional information received and stated that, patient was told that apparently there was still a scar, which explains the blurred vision. Patient has then been taking eye drops to reduce the swelling. There has been no improvement since then. Additional information received and stated that, the physician mentioned that ¿brain still has to adjust to the new situation and therefore a final assessment is still too early¿. The patient problem is still exists. Far and near vision was ok however middle distance like watching tv was blurry.